Event description:
The customer reported experiencing high blood glucose of 287mg/dl. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Instructed the caller to run a manual prime and the insulin did exit. Days later, the customer called back and stated that the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.